Manufacturer narrative:
Carefusion file identification: (B)(4). Any additional information received from the customer will be included in a follow-up report. (B)(4). The field service representative (fsr) went on-site to evaluate the suspect device. The fsr checked the error log and confirmed the transducer fault was present for (B)(6) 2017. After performing the transducer test several times, the test passed without any drifting and the fsr was unable to duplicate the reported event. The fsr performed the operational verification procedure and reported the unit passed testing per manufacturer specifications.

Event description:
The customer reported while using the vela ventilator; the unit is alarming "cdrx." The field service representative went on-site to evaluate the suspect device. The fsr reported the customer stated a transducer error occurred. The customer reported there is no patient involvement associated with the event.